Manufacturer narrative:
Product analysis #705788934:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), 0.0260¿ mandrel as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The pipeline flex w/ shield device was returned within a rhv and within the proximal phenom-27 micro catheter. Visual inspection/damage location details: no flash or voids molded were found within the phenom-27 micro catheter hub. No damages or anomalies were found with the phenom-27 micro catheter hub, body, or marker band. The distal tip was found slightly crushed. The pipeline flex w/ shield pusher was almost fully retracted out of the phenom-27 hub. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found stretched within the hub and ptfe shrink tubing was found undamaged at the same location. No damages were found with the resheathing marker, resheathing pad or with the proximal bumper. The distal/proximal dps restraints, dps sleeves, and tip coil were found separated from the distal delivery wire. Both braid ends were found damaged and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~157.9cm and the usable length was measured to be ~152.0cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). The distal pusher and braid were found stuck within the phenom-27 hub. Retracting against high resistance separated the dps restraints, dps sleeves and tip coil from the delivery wire. The phenom-27 was cut to remove the braid. The inner diameter was measured to be 0.027¿ at the proximal end and 0.0265¿ at the distal end which is within specification and compatible for use with the pipeline flex w/ shield (specification: 0.027¿ ±0.001¿). The two catheter segments were then tested by running an in-house 0.0260¿ mandrel through. The mandrel passed through the catheter hub, catheter body and exited the distal tip with no resistance encountered. The pipeline flex w/ shield device could not be used for resistance testing as the braid was already deployed. Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ was confirmed. No resistance was found with the micro catheter during in-house testing. The micro catheter distal tip was found crushed; however, this did not contribute towards any resistance. The hypotube was found stretched, the dps/restraints/tip coil were found separated from delivery wire, and the braid were found damaged/frayed. It is possible these damages occurred due to attempts to advance/retract the device against resistance. Possible causes for resistance are damage to the braid or pushwire, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Customer reported continuous flush was performed, devices were prepared per IFU, and vessel tortuosity as moderate. Therefore, the root cause could not be determined. Ngod10 2023-10-19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline experienced continuous resistance in the middle of the phenom 27 microcatheter which prevented it from reaching the lesion. It was stated that the event was not associated with the patient. A continuous flush had been administered. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a navien guide catheter and a synchro 14 guidewire. Additional information was received that the patient was undergoing surgery for treatment of a fusiform aneurysm of the ica bifurcation. It was noted the patient's vessel tortuosity was moderate.